Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for mechanical failure and failure to calibrate as no objective evidence has been provided to confirm any alleged deficiency with the probe. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the events indicated that an unknown encor probe experienced mechanical failure and failure to calibrate. This report was received from one source. This event did not involve a patient. Patient age, weight, and gender were not provided.